Event description:
Fasciablaster bought as a pain relief and anti cellulite tool. Made of bpa with instructions to use this bpa filled tool on your heated body for best benefits. Inventor states bpa is safe unless you eat it, apparently unaware or doesn't care it can be absorbed dermally. Document number:(B)(4). Report number: 20170621-32d63-2147399506. Bpa filled tool made in (B)(6) approx just over 12 inches with 4 "claws" that break easily.